Manufacturer narrative:
Device not returned to manufacturer.

Event description:
This complaint concerns a 67-year old male with multiple sclerosis, who performs clean intermittent self-catheterization (cisc) with ch12 catheters 4-5 times/day for high post void residual (pvr). He is wheelchair bound, on multiple medications for pain and spasticity, receives 1-yearly botox injections and has type 2 diabetes (non-insulin dependent) treated with gliclazide, metformin and sitagliptin. While performing catherization on (B)(6) 2023, the speedicath compact set male catheter snapped in half and got stuck within the bladder and urethra. The patient was rushed to hospital for emergency surgery (cystoscopy under general anaesthesia) to retrieve the broken catheter tip, which went uneventful. The patient was discharged after 2 days in hospital (B)(6) 2023) with a plan to resume catherization. No additional information required.